Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative (rep). Regarding a patient (pt), who was implanted with an implantable neurostimulator (ins). The caller states, the pt reported an issue to them, where the pt is indicating, they are seeing a message on their insr, indicating they need to'resynch'. It is unclear, what the actual issue is or what screen the patient is actually seeing. The caller states, the pt has not charged in a month. But, then later, says the pt is telling the caller the pt can see the coupling boxes when they charge. Because the caller was not able to provide enough details for the agent to clarify/assist, the agent advised the caller to get a screenshot of the screen, the pt is concerned about and/or have the pt call pats directly. Additional information was received, from a manufacturer representative (rep). The rep reported, that the cause was stimulator over-discharge. We tried three times to jump start. It did not work. The patient has been referred to a managing physician for replacement.

Event description:
Additional information received may 14, 2024. The rep reported that the ins replacement surgery was scheduled for (B)(6) 2024. The ins was discarded after the surgery, so it will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.